Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The calcified, averagely tortuous and 95% stenosed lesion being treated was in the left circumflex (lcx) coronary artery. The initial two predilation inflations were performed to 8 and 10 atms for 30 seconds each. A stent was inserted but failed to cross the lesion. The maverick2 monorail balloon was dilated a third time to successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good".